Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopic surgery, when using the acromioblaster burr on full forward, an extremely loud high pitch screeching sound appeared. Like the metal was grinding. Metal fragments were present, although the malfunction occurred outside the patient. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned device found a part of the adapter body was sheared. A functional evaluation revealed the device was jammed and the burr would not rotate. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors which could have contributed to the reported event include contact with a metallic object, excessive side-loading, or operating the device without proper irrigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).